Event description:
It was reported that a patient experienced a surgical issue where the bone was too soft, resulting in implant failure and prolonged surgery. Another size of implant was successfully placed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 CFR Part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.